Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing shingles were irritated under the lifevest equipment. Patient described the area as open and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed valacyclovir for the skin irritation. Follow up indicated that the skin irritation improved.